Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. One (1) year post procedure the patient came in for a follow up transesophageal echocardiogram (tee) procedure. The imaging showed that there was a device related thrombus. The patient was given a heparin drip to help treat the event. One day later, the patient was discharged from the hospital on a medical regiment of eliquis.